Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer track was broken while nursing staff closed the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer track was broken. The field service engineer (fse) found that one of the rails on the main half height drawer 2 2 was damaged, and the bearing cage had come out of the machine. The customer requested that a good drawer be taken from an unused station, so the fse moved a working drawer to this station. The fse tested the station in diagnostics, and the customer also tested it in the medical application to confirm functionality. The system functioned as intended after the field service engineer repaired the device.